Event description:
A customer contacted beckman coulter inc. (Bec) and reported that tubing on modular chemistry (mc) sample probe is loose and caused the leak. The issue is associated with the unicel dxc 600 pro synchron clinical system. No erroneous patient results were generated. Bec recommended the use of personal protective equipment before troubleshooting. No injury was reported on this issue.

Manufacturer narrative:
This issue has been resolved by customer tightening the probe. Bec service was not dispatched for this event. Hardware is the root cause for this event. (B)(4).